Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device is making a popping noise during the operational check. No patient involvement.